Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for abdominal aortic aneurysm with iliac artery aneurysm using a gore® excluder® aaa endoprosthesis, a gore® excluder® iliac branch endoprosthesis and a gore® viabahn® endoprosthesis with heparin bioactive surface. An iliac branch component and an internal iliac component with a gore® viabahn® endoprosthesis with heparin bioactive surface were implanted in the patient's left side. The right internal iliac artery was coil embolized and intentionally covered by an ipsilateral leg of a trunk-ipsilateral leg component. A bare metal stent (smart) was implanted in the bilateral external iliac artery, distal to the endoprosthesis. Final angiography showed no issues, and the patient reportedly tolerated the procedure. On or around (B)(6) 2018, it was reported that buttock claudication developed. On (B)(6) 2018, computed tomography confirmed that the endoprosthesis was occluded around an overlap area between a contralateral leg component (bridging component) and the iliac branch component. On (B)(6) 2018, a re-intervention was performed to repair the occlusion. A thrombectomy was performed, and a bare metal stent (smart) was additionally implanted inside the endoprosthesis. Good distal perfusion was observed, and the patient reportedly tolerated the re-intervention.